Event description:
The customer reported that the tidal volume is not correct; at a setting of 500 the unit is delivering 100 flow. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Additional information received: (B)(6) 2017. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.

Event description:
The customer reported that the tidal volume is not correct; at a setting of 500 the unit is delivering 100 flow. The customer reported that the event occurred during testing; therefore, no patient involvement.